Event description:
It was reported that approx one hour after changing out the circuit, a drop of blood was noticed on the floor below the oxygenator. The pigtails, other ports and outlets were confirmed tight. After a trip to cat scan, four drops of blood were noted during transport and while in the scanner. It appeared the blood was coming from the center molding indentation of the oxygenator. After returning from scanner no more blood drops were noted but the oxygenator was changed out as precaution. (B)(4). Please refer MFR report # 8010762-2014-00019.